Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the alterra clinical study, during the patient's 2 year follow up visit post successful implant two fractures were visualized in rung 1 of the patient's alterra pulmonic pre-stent. This is an increase from one fracture noted during the patient's 30 day follow up visit.

Manufacturer narrative:
Updates were made to b4, g3, g6, and h2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of provided imagery was performed. On the 30 day chest x-ray report visit one frame fracture was observed on rung 1 (proximal/inflow) of the present. The same single frame fracture was identified on a chest x-ray at 6 months. On the review of the 2 year cine two fractures were observed on the inflow of the present, one more than originally visualized. The same two fractures were observed on the inflow of the 3 year cine. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The prestent fracture was confirmed through the provided chest x-ray reports. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fractures has been documented in an edwards technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.